Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause could not be identified because the subject device was not received. It is presumed that the reported phenomenon was attributed to the aging deterioration of the parts on the electrical circuit board because over six years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic cholecystectomy using the subject device, the error b40 which indicated that the subject device was damaged occurred. The procedure was completed with subject device. Olympus india checked the subject device and found that the subject device could not start-up and the image was not displayed due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.